Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor shows a loudspeaker fault. The customer confirmed that the device was not connected to a patient when this event happened. There was no reported adverse event to patient or user.